Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 82 year old man underwent hrpi with impella cp support. Single site access was planned but bleeding was noted around the companion sheath and thus the pci was performed via the contralateral femoral artery.

Manufacturer narrative:
D4 updated with additional product information. A24 removed from h6. A050401 added to h6. The investigation is still ongoing.

Manufacturer narrative:
Corrected information provided in b1 and b2. Adverse event and other serious or important medical events was selected in error. The correct type of report (a1) is product problem.

Manufacturer narrative:
Additional information has been provided in b5 (event description), regarding resolution and intervention. Additional codes were added in h6 (health effect-impact code and medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a second access site was created for the pci. Once the ssa companion sheath was removed, there was no more bleeding. This sheath was already sent back several months ago for investigation.